Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: my bite feels weird when I take out my aligners, like my back teeth don't touch on the right side of my mouth. Also, my jaw feels stiff on that side the first few times I close my mouth after taking them out. There's also clicking in my jaw. The clinical team informed the patient that they would pass the information on for further review, but the patient never received a follow-up after the review. No further information was provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.